Event description:
There was a report of a malfunction with the pump, identified by a specific malfunction code. Customer's blood glucose level did not exceed the specified threshold and remained within a safe range, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and no recurrence of the malfunction code was noted. The customer was advised to continue using the pump and to contact support if further issues occur.